Manufacturer narrative:
Device returned on: unknown. The date of investigation has been used for this field. Results: a representative sample was returned for evaluation. The actual device was not sent. The photo confirmed tubing leakage. Conclusion: this is a confirmed complaint as bd is aware of tubing leakage complaints with remediation actions being taken. No additional sample testing is required as this is a confirmed complaint. DHR review is not required. Refer to CAPA (B)(4).

Event description:
It was reported that 21 g x .75 in. Bd vacutainer® pbbcs with 12 in. Tubing and pre-attached holder leaked close to the hub during connection. This occurred 5 times. No injury or medical intervention reported.